Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a delivery delay issue with a replacement adc device. The customer initially reported that the sensor prematurely detached and a replacement sensor was ordered. The customer reported that due to the delivery delay, they did not have a sensor to monitor glucose and consequently became hypoglycemic and experienced tiredness. The customer was treated with insulin gel by a third party and no further information was reported. There was no report of death or permanent injury associated with this event.